Event description:
The patient presented to the hospital with syncopal epi- sodes. The device exhibited loss of ventricular capture when the pulse generator was programmed to vvi. When programmed to ddd, capture was regained. Upon reprogramming to vvi, loss of capture was noted and the patient passed out and began to seize. The patient passed out several times during testing. An x-ray showed that there was no lead slack. The lead was repositioned.